Event description:
The patient is [age redacted] with non-ischemic cardiomyopathy who underwent a heartware hvad implantation on [date redacted]. He is not currently listed for heart transplantation due to obesity. On [date redacted], he called the vad emergency line with intermittent high watts alarms which occurred with activity and resolved with laying on his back. When he arrived to the ER, he did have an elevated ldh of 1405 and lvad interrogation showed elevated power/flow concerning for pump thrombosis. On [dated redacted], he underwent a pump exchange surgery removing the heartware hvad and implanting a heartmate 3 lvad. His recovery was unremarkable for major complications. He was discharged home on [date redacted].